Event description:
Per the clinic, the device was explanted (specific date not reported) due to an unknown reason. The patient was reimplanted with a transcutaneous osia implant system (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.